Event description:
It was reported that a cartridge was leaking after the user changed supplies and connected the cartridge to the connector outside of the chamber; blood glucose was reportedly not affected, no alerts or alarms occurred, and no medical care was required. Symptoms included no reported clinical effects. Outcomes included no impact on daily activities and no hospitalization. Investigation included user interview and troubleshooting with education on proper setup. Investigation of this case revealed that connecting the cartridge outside the chamber was likely the cause of the leak, and the user was instructed to connect inside the chamber. It was concluded that user technique contributed to the leakage and that correction of setup procedure should mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.